Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 6 and 7 failed due to medication spill and unable to be recovered. A field service engineer found that the matrix drawer was overstuffed due to an IV bag, which was broken and spilled onto two drawers. The engineer also noted that there were no lights on the full height drawer. The engineer cleaned up the spill, replaced the drawer controller and pyxis module controller boards, and inseparable where the magnet was halfway out. Additionally, the engineer reinstalled two missing screws on the catch, configured the drawer, and tested it using the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system auxiliary drawer 6 and 7 failed due to medication spill and unable to be recovered. The customer reported that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.